Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient received inappropriate anti-tachycardia pacing (atp) and shocks due to noise on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the stored episodes and noted there was non-physiological signals, which appeared to be due to a fracture or abrasion, as well the respiratory rate trend (rrt) signal. Ts discussed that the oversensing of the rrt signal didn't cause the inappropriate therapy as the signal was intermittent, and the inappropriate therapy was due to the non-physiological noise. Ts also discussed that this was not characteristic of a spring contact issue as the impedances had been stable over the last year. Ts recommended replacing the rv lead. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.